Manufacturer narrative:
Evaluated 2 open or used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced possible temporary vent blockage. The customer's blood glucose value was 150 mg/dl. The customer stated that insulin came out of the tubing right away during prime. The customer also reported air bubbles. The customer reported compromised force sensor system alarm. The product was not returned for analysis.